Event description:
It was reported, the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the scs system was explanted to address the issue. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.